Event description:
The customer initially reported that during an rf ablation procedure, the impedance increased to more than 300 ohms and the generator stopped working. The procedure was cancelled. No pt injury occurred. Initial eval of the returned dgphp grounding pad found it was degraded without continuity.

Manufacturer narrative:
(B)(4). One (B)(6) pt return electrode pad was returned for eval. The foil was degraded under the termination cover. The resistance was measured and was out of specification. Investigation identified minute levels of chloride contamination as a possible contributor to the degradation. A supplier corrective action request (scar) was issued to the supplier to eliminate the source of the contamination. A health hazard eval (hhe) was performed to determine pt risk of existing product on the market. The risk of possible injury with the degraded product was evaluated and determined to be far lower than the general risk of injury reported in independent literature for use of these types of pt return electrodes. The risk is further reduced by visual determination of foil discoloration/degradation by the clinician prior to use. As a result of this overall risk assessment, the determination was made that no action is required to address the distributed product at this time.